Event description:
This supplemental report was submitted to provide the date of the event and the results of the investigation.

Manufacturer narrative:
The returned device was evaluated, and the user's request of a ¿there is an issue with the connection to stack.¿ was confirmed due to a defective cable there was no image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found related to this complaint. A definitive root cause cannot be identified. However, the cause of the reported event is potentially due to a cable failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 (postal code): (B)(6). The device has been returned to olympus for evaluation. However, the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the high-definition camera head has issues with connection to stack. The issue was found during an unspecified event. There were no reports of patient harm.